Manufacturer narrative:
The device was returned and evaluated and in addition to the findings reported in b5, the device evaluation found the following: the connecting tube's coating was peeling. Due to a pinhole on the channel tube the water tightness was lost. Due to wear of the angle wire the bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, a crack, and a white clouded area. The adhesive around the objective and light guide lens had a white-clouded area. The plastic distal end cover had a burn, and the universal cord had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer presoaked the device with a detergent solution. The customer wiped/brushed the distal end with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation there was foreign matter on the tip cover of the video scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter on the cover of the distal end section¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that reprocessing was practiced in accordance with instructions for use (IFU). However, there is a possibility that the foreign material was unremovable due to physical damage to the subject device despite correct reprocessing. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.